Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer received an "off no power" alert. It was also reported that batteries were not lasting more than one week. Customer's blood glucose was 461 mg/dl, which was treated with insulin pump. During troubleshooting, it was reported that battery was not previously used and insulin pump was not dropped or bumped. It was also reported that customer did not receive a low battery alert prior to off no power. After troubleshooting, caller was advised to monitor insulin pump and that battery cap would be replaced.